Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The pcb color video receiver was replaced. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that at start up of the cs300 during a routine check intra-aortic balloon pump (iabp), it was observed that the screen of the iabp had green lines that made the data unreadable. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10, h11. Corrected field: d1, g1 (contact person ¿ mfg site), h4.

Event description:
N/a,